Event description:
It was reported that the patient had "several pieces of the filter system fracture, and migrated to the patient's lungs." No additional information is known at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.